Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had a hypoglycemic seizure earlier in the day of the call. Caller stated that the customer was treated with a glucagon shot. Blood glucose level at the time of the incident was not provided. Blood glucose level at the time of the call was 127 mg/dl. The insulin pump was not replaced or returned for analysis.